Event description:
A physician reported that the shunt did not come off the injector and was forcibly ejected when using the product during insertion, but the use was discontinued because of the danger. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. Customer reported that "shunt did not come off the injector and was forcibly ejected". Deviation lot search report was reviewed, no deviations related to the lot. A review of the reported lot device history record was performed. The lot met all manufacturing release specifications. The lot was processed and released according to the product¿s acceptable criteria. The sample was received at the manufacturing site and investigated as follows: -the sample was returned in an open secondary packaging. -the sample included a pouch, labels and a cradle with eds rapped in a plastic bag which includes the shunt as well. Instruction for use (IFU) was not received from original packaging configuration. -shunt was received rapped in a small plastic bag- not mounted/assembled on to the eds tip. -the eds wire slightly triggered. -the eds wire protruded from cannula opening a visual assessment of the returned sample showed no obvious nonconformities. Wire found bent implicating that the eds was triggered, pressed. Shunt was received detached from eds which was operated and performed its expected functionality releasing the shunt. Regarding complaint description "...was forcibly ejected when using the product during insertion, "wire was not fully pressed - it may be the case that the surgeon did not trigger the eds at mid trigger section requiring greater force for triggering the eds and releasing the shunt however that could not be determined at current stage. The manufacturer¿s evaluation of the returned sample found that it meets specifications per the manufacturing procedure therefore, the customer reported event could not be confirmed. Sample evaluation concludes that no contributing factors were identified related to the reported event. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. The manufacturer internal reference number is: (B)(4).